Manufacturer narrative:
(B)(4). The patient reported two lot numbers, neither of which was a valid number. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette had a pinhole and leaked fluid. The home patient (hp) did not notice the hole prior to beginning therapy and used the cassette for overnight peritoneal dialysis therapy. In the morning, the hp discovered the cassette was leaking and found the pinhole in the cassette. The hp was treated with prophylactic antibiotics (dose and frequency unknown) as a precaution, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.